Manufacturer narrative:
Correction d6b - the explant date should be (B)(6) 2021, instead of (B)(6) 2021.

Manufacturer narrative:
A review of documentation supplied with the implant states, that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient did not use or charge the system in over 2 years. As a result, the patient had the ipg explanted and replaced.